Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that when checking the inventory a tear was found in the packaging of the device. The package was not opened and not used on a patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: tyvek and blister. The analysis results found that the ec45a device was returned inside its original package. Upon visual inspection of the package, scratches were found on the tyvek and two rips were observed; evidence of dragging was noted around the rips. In addition, the blister was found to be damaged at one of the corners. The damage found at the tyvek of the packaging was likely related to external handling from ees. The batch record was reviewed and no anomalies were noted during the manufacturing process.